Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's wife called in to report high blood glucose levels of 459 mg/dl. It was stated that the wife wanted to return the insulin pump because the customer did not know how to change the cartridge anymore and there was not enough help around to help the customer. The device was returned.